Manufacturer narrative:
H3, h6) the product ID: 9735225, lot number: 1924323 returned to the manufacturer for analysis. The issue was confirmed. The analyst reported they had to use the reset switch to start the computer. The basic input/output system (bios) was set to january 01, 2007. It also had a failing / dead complementary metal oxide semiconductor (cmos) battery. It was noted the admin program started and ran normally and no errors were reported. Previously reported codes b01, c13, and d02 are applicable as well as newly reported code, c02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9734477 (lot: 1924323); product type: 2543-mnav - system h3: the system was serviced in the field and hardware parts were replaced. Codes b01, c13, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during preparation the previous day, the system would not start and turn on and displayed "no signal". The computer was replaced, and normal startup was confirmed. No patient was present.